Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount of etoposide during therapy. The actual parameters are unknown, however, it was stated by the customer that etoposide usually runs over 60 minutes, has an amount of 500 ml, and runs at least 250 ml/hr up to 999 ml/hr with volumes that may vary based on size. It was also reported that the filter below the pump (which comes on the etoposide set) was dripping the chemotherapy drug on the floor. It was reported no medical interventions were needed.